Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. A new ups power cord was ordered and installed, and the system was operational. The cause of sparks and flame was due to a damaged ups power cable. The cse could not determine the cause of damage as the in-house electrician had discarded the damaged cable. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
The operator of the advia centaur xpt system called the siemens customer care center (ccc) to inform that sparks and flame flared from the uninterruptible power supply (ups) power cable. The flame that was observed extinguished itself and the operator stated that there was no need to evacuate the laboratory or call the fire department. The operator stated that no samples were loaded into the system and unplugged the power cord from the wall outlet. The hospital's facilities management dispatched an in-house electrician to inspected the power output of the receptacle. The electrician noticed the ups power cable was bent and had a cut, and exposing a wire. There are no known reports of adverse health consequences due to the damaged ups power cord.